Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machin¿s lcd screen was dark and blank during power up. Upon follow up, the bmt said that one of the wires on the power supply was burnt, brittle and blackened. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power supply was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the power supply, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The power supply is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility's biomedical technician (bmt) reported that a 2008t hemodialysis (hd) machine¿s lcd screen was dark and blank during power up. Upon follow up, the bmt said that one of the wires on the power supply was burnt, brittle and blackened. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The power supply was the original fresenius part on the machine. The bmt reported that there was no melting, burning smell, smoke, spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine hours were unknown. The machine is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced the power supply, which resolved the issue. The bmt reported that the machine has been returned to service without issue. The power supply is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed based on the objective evidence provided by the facility¿s biomedical technician (bmt) during follow up.